Event description:
It was reported that the patient received inappropriate therapy due to a sensing anomaly. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the sensing anomaly was confirmed. The insulation under the ring electrode was abraded due to a slight separation of the header and the ring. This damage could lead to noise and oversensing due to a short circuit between the shaft and the ring. It could not be determined if the header and the ring electrode were separated during manufacturing or during implant. The lead exhiibited normal coil characteristics, lead impedance and hv integrity.